Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to confirm error m-02 on the integrated electro surgical unit (iesu). A new iesu was installed to correct the issue. The system was tested and verified as ready for use. Isi did receive the iesu involved with this complaint for failure analysis, but the reported failure (getting erbe faults m-02) could not be reproduced and only confirmed in the logs. The unit energized and cauterized and all ports recognized instruments. The unit had scratches on top corner.

Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, the erbe had faults and had no energy. The technical service engineer (tse) reviewed the error logs and found multiple m-02 errors. The tse recommended the customer to power cycle and hard power cycle the erbe but the error comes back after powering up. The procedure was completing as planned with no reported injury.